Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had sepsis and presented with chills, rigurs with soaking sweats, and was hypotensive. Also, it was noted that the suspected cause was (B)(6) of uncertain source. The patient was given intravenous medications. There were no additional adverse effects reported. All available information indicates that the product remains implanted.